Event description:
It was reported that the dib00 intraocular lens did not work during handling before patient contact. The nurse stated that when doctor took the delivery device, he held it under the microscope to advance it a little bit and he said the lens did not look right. It was not being pushed through the cartridge correctly and the lens did not look to be the right shape. So, it never touched the patient. Viscoelastic was used in the cartridge correctly. No other information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 6/6/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece had a lens stuck inside of the neck of the cartridge and that the lens was also overridden by the plunger rod. The cartridge and cartridge tip could also be observed to be stretched out of round and the cartridge tip could be observed to be punctured, in a way consistent with a cartridge tip punctured by the plunger rod. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The lens module was inspected for marks that could indicate that the plunger rod was not aligned, none were identified. Inspection of the cartridge revealed that there was an adequate amount of ovd dispersed throughout the cartridge. Unable to retrieve the lens from the cartridge; therefore, no further evaluation was performed. Conclusion: the complaint issue dc-lens damaged and dc-device advancement issue could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.